Event description:
The customer called technical support (ts) and reported the device is intermittently displaying machine pressure sensor autozero failed diagnostic code 1108. The device was in use at the time the reported issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Biomed customer has confirmed diagnostic code 1108 in the v60 significant event log. Customer to verify pin alignment between solenoids and the da pcba. The rse recommended ordering and replacing the data acquisition and solenoids if the pins are not aligned correctly. Further information is pending.

Manufacturer narrative:
The removed data acquisition (da) pcba was returned to the failure investigation lab (fi). A visual inspection of the data acquisition (da) pcba revealed no evidence of damage or contamination. The fi technician installed the data acquisition (da) pcba into a fi ventilator to duplicate the reported issue. The 1108 error code could not be duplicated.

Manufacturer narrative:
The remote service engineer (rse) provided parts ID for the data acquisition and solenoids if the pins are not aligned correctly; however, multiple good faith efforts were made to obtain additional information regarding device evaluation, repair, and operational status with no response from the reporter and therefore cannot be determined. If pertinent information is later received, a supplemental report will be submitted.